Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the following errors alarm check vent: backup alarm failure, axillary supply failure, 35v supply failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported errors. The fse replaced the printed circuit board assembly central processing unit to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 09jul2020 b4: (B)(6) 2020 information received that the field service engineer (fse), in addition, found the unit would restart itself. Confirmation received that the printed circuit board assembly (pcba) was replaced to address the reported issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.